Event description:
Allegedly, patient was revised due to instability / malalignment. Srnjr number: (B)(6), side: r, gender: f.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Manufacturer narrative:
The alleged complaint could not be confirmed. Mpo was notified of this revision through the united kingdom national joint registry. According to the information received, the subject patient was revised approximately 20 months after the index operation because of instability and malalignment. The revised products have not been returned. Mpo has not received any images of the explanted devices, radiographic images, or clinical notes for evaluation. Review of the device history record (DHR) for the subject manufacturing lots indicates that these products met all established acceptance criteria throughout manufacturing processes. Mpo has not received any other complaint reports for the subject manufacturing lots. The alleged complications could possibly be affected by both patient and/or surgical factors. As noted in the mpo knee systems package insert, 150806-4, "care should be taken to restore the proper joint alignment and to balance ligamentous tension. Malalignment of the joint can cause excessive wear, loosening of the prosthesis, and pain leading to premature revision of one or more of the prosthetic components." This package insert also states, "the patient must be advised of the limitations of the reconstruction and the need for protection of the prosthesis from full weight bearing until adequate fixation and healing have occurred. Excessive activity and trauma affecting the joint replacement have been implicated with failure of the reconstruction by loosening, fracture and/or wear of the prosthetic components. Loosening of the components can result in increased production of wear particles, as well as damage to the bone, making successful revision surgery more difficult. Periodic, long-term follow-up is recommended to monitor the position and state of the prosthetic components, as well as the condition of the adjoining bone." However, mpo is unable to provide any conclusions regarding possible cause of the alleged complications from the available information. There were no trends identified for these product families and the alleged complications at the time of this complaint. Mpo will continue to monitor for complaint trends.